Event description:
It was reported to medtronic neurosurgery that during the surgery, the doctor found that the tip of the product was broken.

Manufacturer narrative:
The valve was patent. It met requirements for reflux and leak testing. The device also met all specs for pressure-flow and preimplantation testing. Both catheters were patent and passed leak testing. All tensile strength and ultimate elongation requirements were met. There was no evidence that a "broken tip" was present on the valve or either catheter. It is unk what caused the reported event. A review of the mfg records showed no anomalies. All our valves are 100% tested at the time of manufacture, and all of our catheters are 100% inspected at the time of manufacture.